Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the instrument locked its mechanism after shooting six clips; the instrument is designed to implement twenty clips. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Broken jaw, jaw or cam interface is disengaged, orange indicator over travel the analysis results of the el5ml found that it was received with one jaw ramp disengaged from cam. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. During testing a double fed incident occurred and one jaw ramp got broken; the remaining clips were ejected. It should be noted that an investigation has been initiated to address the root cause of the broken jaw issues. The device locked out as intended but the orange indicator was visible at 12th firing sequence. Thus, it over traveled. The batch record was reviewed and no anomalies were noted during the manufacturing process.